Event description:
The patient's mother reported that patient experienced ketoacidosis. She stated his symptoms were vomiting, high ketone levels, and a blood glucose reading of 300 mg/dl with his normal reading being 100 mg/dl. She stated he gave himself insulin injections to correct his readings. The patient's mother stated the insulin infusion set occluded during that time and the tubing appears to be "deformed" near the luer lock. On follow up, the patient's mother stated the patient is doing fine. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.